Manufacturer narrative:
Additional information received state that implant was removed due to the fractured screw. A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the returned product identified no signs of significant wear, damage, or deformation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review was completed for the subject lot number (1222368). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (lot # 1222368) for similar events and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive root cause could not be identified. However, incorrect technique used or torque applied during placement/seating exceeds recommended value.

Event description:
Additional information received stated that fractured screw could not be removed and implant was removed ( trephined).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the doctor was trying to tighten a new screw; the screw (iunihg) fractured inside the implant. Screw could not be removed and implant remains implanted. Tooth location 30.